Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient was hospitalized due to leg pain which occurred regardless of stimulation but became worse with stimulation. It was also reported the hospitalization was prolonged due to the patient experiencing a heart attack (non-related). Along with time, an sjm representative was able to resolve the leg pain with reprogramming. The patient was released from the hospital on (B)(6) 2016 and the physician has determined the pain issue was not related to the system.